Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
There was a stop in the catheter (powerpicc solo) and thy tried to push saline into the catheter with a small 2ml syringe. They discovered that the catheter was broken just inside the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.